Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a procedure using a 10mm interspinous spacer for lumbar canal stenosis at l4/5. It was reported that "malposition of the implant occurred" 6 days post-op. Per the report, "the symptom improvement was not good and not satisfied." The patient underwent an additional surgery to remove the implant with laminectomy on an unknown date. It was also reported that "the event was not related the product because of technical factor" and according to the physician, "it was better to choose not 10mm but 12mm." No further patient complications were reported.